Event description:
Alarm for s.a.d on b-braun machine. Tubing looked over before connecting patient. Found a small hole at joint of saline line and needless connection point. Tubing discarded and machine restrung with new lines. Event did not reach patient.